Manufacturer narrative:
The manufacturing and material records for the device involved in this event, as they pertain to the reported issue, were retrieved and reviewed by the manufacturer¿s quality engineering. The results confirmed that this prosthesis satisfied all required material, visual, and performance standards at the time of manufacture and release. Manufacturer is retrieving further information from the healthcare facility and will submit a follow-up report upon availability of new, relevant details.

Event description:
The manufacturer was notified of an intraoperative explant involving a perceval plus valve. Based on the information received, a perceval plus pvf-s valve was implanted in a patient on (B)(6) 2026 during a single-leaflet avr procedure performed via the tax approach. Although no abnormalities were observed on the tee following implantation, bleeding was confirmed at the aortic root during closure. This was judged to be an annular rupture, so the procedure was converted to a median incision; the product was removed, the damaged site was repaired with bovine pericardium, and an inspiris device was implanted due to concerns about re-rupture.